Manufacturer narrative:
The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of patient line green caps from the amia automated pd cycler sets were "not secure and falls off too easily". It was further described as "green patient line caps are intact inside the overwrap, but as they straighten the lines, the green patient line cap falls off". This was observed during set up for peritoneal dialysis therapy. The patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.